Event description:
During index procedure the patient had three endeavor sprint drug eluting stents implanted, one in the lad and two in the rca. Approximately 1.5 months post index procedure the patient had a mi. The mi was not related to target vessel. Investigator has assessed that the event was not related to the device. One day post mi the patient had a target vessel revascularization of the lad. Investigator has assessed that the event was not related to the device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).